Event description:
It was reported that the ilet displayed restart alert 38 indicating consecutive motor stalls, and despite multiple restarts including a dry-run without supplies, the device was unable to proceed; a replacement device was provided and the return process reviewed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a device failure to infuse associated with a communications problem and a suspected motor component involvement. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.